Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that the patient had recovered from the event and that their effluent was clear. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient began treatment with vancomycin (dose, frequency, duration and route not reported) for peritonitis. At the time of this report the patient outcome of this peritonitis event was unknown. The action taken with the dianeal and extraneal therapies was not reported. No additional information is available.